Event description:
It was reported that a pump went into a system error 322 while on a patient during an infusion (medication, programmed amount and delivery rate unknown). The customer stated that biomedical testing replicated the system error.

Manufacturer narrative:
(B)(4). System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.